Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H6: the product was not returned to depuy synthes, however photos were provided for review. The photographs attached were reviewed, however they do not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If more information become available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown pfna nails/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, study results, tfna vs. Pfna, were presented by surgeon. The surgeon was unsatisfied with tfna experience & results vs. Pfna. Presenters conducted a retrospective analysis within electronic patient database for ICD-10 s72.xx for implantations conducted (B)(6) 2017 - (B)(6) 2021 that had follow ups for at least 12 months for a comparison of outcomes for tfna vs pfna implants. The data noted minor reoperations: without exchange of any component of the nail; minor revisions: exchange of screw/blade; definitive hardware removal; major revision: nail exchange; conversion to tha; peri-implant fractures; and finally the diagnosis leading to revisions. The results: 21 minor reoperations: 9 pfna vs. 12 tfna; 19 minor revisions: 9 pfna vs 10 tfna; and 24 major revisions: 6 pfna vs. 18 tfna. The diagnosis leading to revision are provided but no further details regarding minor reoperations or minor revisions are provided. The following are the diagnosis leading to revision: adverse events for pfna construct: qty 16 revisions for: qty 3 wound problems; qty 4 delayed union/non union; qty 3 deep infection; qty 5 lateral pain; qty 1 other. Adverse events for pfna nail: qty 3 revisions for: qty 3 nail breakage. Adverse events for pfna head element: qty 5 revisions for: qty 5 cut through/cut out. Adverse events for tfna construct: qty 20 revisions for: qty 2 wound problems; qty 3 delayed union/non union; qty 9 deep infection; qty 3 lateral pain; qty 1 peri-implant fracture; qty 1 limb length discrepancy; qty 1 patient request. Adverse events for tfna nail: qty 7 revisions for: qty 7 nail breakage. Adverse events for tfna head element: qty 13 revisions for: qty 13 cut through/cut out. This report involves unknown pfna nails this is report 2 of 6 for (B)(4). This report captures the 3 pfna nails breakages which required revision surgeries.